Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a pacing impedance measurement greater than 2,000 ohms. Reviewed red alert and rv p/s lead impedance trend from latest send to latitude ((B)(4)). It was reported that the lead impedance had been trending upward since implant. No noise or oversensing was observed. Technical services discussed testing recommendations. The patient was presented at the clinic for a follow up appointment, with no other signs of a lead problem. To date, no adverse patient effects were reported as a result of this clinical observation. Additional information was received that increased pacing threshold and increased pacing impedance measurements were observed. A revision procedure was performed and the right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.